Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was not working properly. There were no symptoms or complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device started not working properly in (B)(6) 2017. The patient stated that they were used to their monitor for diabetes and turned off the programmer. By the time they realized this, they had gotten an infection, which led to device not working properly. They had many visits to the doctor¿s office and had met with a manufacturer representative (rep) on (B)(6) 2018, who instructed them on proper use of the programmer. After this, it was working fine.